Manufacturer narrative:
Problem code 1069 captures the reportable event of  fiber broke. Problem code 2532 captures the reportable event of fiber misfired. Patient code 1757 captures the injury to the device operator. One flexiva ID tractip 200 laser fiber was returned for evaluation. The fiber was returned broken in two pieces.the first piece measured approximately 185.6 cm from the top of the connector to the break. The second piece measured approximately 134.9 cm from the break to the distal tip. The distal tip was noted as damaged. Examination under magnification revealed that the fiber tip measured approximately 3.5 mm. The pattern on the tip face was consistent with a tip detachment, likely as a result of handling during the procedure. The condition of the returned device confirms the reported event. Review and analysis of all available information indicated that the root cause is manufacturing deficiency. A complaint with a cause of manufacturing deficiency indicates that the problems were traced to the manufacturing process. An investigation was completed to address this issue which identified the most probable root cause of the fiber break as handling during the manufacturing process caused by the supplier manufacturer.

Event description:
It was reported to boston scientific corporation on january 9, 2019 that a flexiva ID tractip 200 laser fiber was used during a ureteroscopy procedure in the kidney performed on (B)(6) 2019. Reportedly, the laser unit used was a moses p120 console with laser settings of 6.4 watts, 0.8 joules and 8 hertz. According to the complainant, during the procedure, it was noted that the laser body broke while in use. Reportedly, the physician sustained a superficial burn and a band-aid was placed to protect the burn. The procedure was completed with a re-usable laser fiber. There were no serious injury nor adverse patient effects reported as a result of this event.

Manufacturer narrative:
(B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that a flexiva ID tractip 200 laser fiber was used during a ureteroscopy procedure in the kidney performed on (B)(6) 2019. Reportedly, the laser unit used was a moses p120 console with laser settings of 6.4 watts, 0.8 joules and 8 hertz. According to the complainant, during the procedure, it was noted that the laser body broke while in use. Reportedly, the physician sustained a superficial burn and a band-aid was placed to protect the burn. The procedure was completed with a re-usable laser fiber. There were no serious injury nor adverse patient effects reported as a result of this event.